Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced multiple, intermittent occlusion alarms. The customer experienced blood glucose (bg) levels up to 600mg/dl and moderate to large levels of ketones considered to be dangerous by the customer's healthcare provider. The customer performed supply changes, delivered correction boluses and administered manual injections to address the bg levels; water was consumed to address the ketone levels. The customer alleged there was an underlying pump issue causing insulin delivery issues once the cartridges had less than 40 units of insulin remaining. The customer was not currently experienced an occlusion alarm or impacted bg level and a system check was performed using the current supplies and the pump performed as intended. Recommendation was made to consult with their health care provider to discuss diabetes management. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.